Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the dilator tip contorted when trying to dilate the vein.

Manufacturer narrative:
(B)(4). The customer returned a dilator for evaluation. Visual examination of the dilator revealed that the material on either side of the tip of the dilator was deformed/damaged. The tip of the dilator is split in several locations around the circumference of the tip and the material is folded back. The cracks in the tip contain white discoloration, indicating stress. No other damage to the dilator was observed. The length and outer diameter of the dilator body were measured and were found to be within specification. The dilator tip inner diameter could not accurately be measured due to the condition of the returned sample. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The IFU also cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance." The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received,it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges the dilator tip contorted when trying to dilate the vein.